Event description:
The customer reported that there was a communication failure error message. This error prevented the system from allowing fluoroscopic x-ray. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable connection was evaluated and repaired. Unspecified c-arm and workstation pcb assemblies were also reseated during the service event. The system was tested and found to be working as intended and returned to service.